Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: unknown, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: unknown, ubd: unknown , UDI#: unknown, source. For: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s). It was reported that the patient fell about 2 weeks ago and afterwards had paresthesia around the lead body. Sometimes this sensation was very unpleasant. Therapy effect was reduced. Incontinence episodes re-occur. Impedance measurement had been performed on jan 25. All contacts are in normal range. Measurement had been performed in different body poses which made no difference for the impedance values. X-ray image was taken on jan 25. Changed the programs. (Case-2 was active at the beginning, case-1 and case-3 had been configured and patient will try out these programs). In about two weeks another appointment is set in order to see the outcome of the program change. Revision surgery will potentially be planned (unknown so far, depends on patient). The issue was not resolved the time of this report.

Event description:
Additional information received from representative stated that until now, the reason for reduced therapy effect is unknown. Potentially the fall could have led to this. Impedance check had been performed in different poses. Results were good in all poses. X-ray will be performed and analyzed. Depending on this, maybe a revision surgery is required. This is unknown so far.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.